Manufacturer narrative:
Date of event: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial needle retraction with the incident lot was observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that the needle of a 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter retracted halfway. No medical intervention or injury reported.